Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located slightly below the 40mm from the probe¿s tip. The second half of the probe¿s tip was not returned. The fracture analysis report notes that the uniform surface of the fractured surface indicates that the instrument underwent a static failure. The absence of rotational deformation and a termination site implies that the probe was broken under a cantilever force. The static overloading led to a fracture of the tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the probe¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report notes that the uniform of the fracture surface indicates that the device underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while making the hole in the s2-ala region the tip of the lenke pedicle awl breaks off within the bone. No patient consequences.